Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" "down" and "ok" buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the ok and down buttons respond intermittently. There was no visible damage to keypad. The keypad was removed and contamination was found under all button contacts. Unrelated to this complaint, a crack was noted along the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).